Event description:
Rptr recently had a serious injury to their hip. Rptr had surgery on it and was convalescing. Subsequently, while laying in a hospital bed, it collapsed and rptr reinjured their hip much more severely. The second operation required a complete artificial hip replacement.